Event description:
The product was used during a procedure to repair a ruptured vaginal apex (the vaginal cuff dehisced and was surgically repaired). Three days later, the patient started to develop pain and fever. Their wbc was normal to low. The patient was treated with antibiotics. In 9/02 it was felt that the patient had a surgical abdomen with ascites. Paracentesis revealed what appeared to be cloudy fluid. A laparotomy was performed and at that time the fluid was noted to be clear. The intergel was "all still there in a mass". There was no sign of infection. The fluid was analyzed and noted to have a high histocyte count. The peritoneum appeared diffusely inflamed. The intergel was irrigated out and the patient was reported to be responding. The infectious disease consultant and the gynecologist diagnosed this as a case of chemical peritonitis.